Manufacturer narrative:
The ccp stated that as they were preparing to transport the patient from the operating room (o/r) to another hospital, they noticed the charge level was in yellow and moving into red. They swapped out for another battery wedge. The pump was never used, as they were bringing it as a precaution. Preventive maintenance (pm) was done in (B)(4) 2015 by the field service representative (fsr). This unit was plugged in at that time.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal battery was not holding a good charge. They were able to finish case. There were no reported adverse consequences to the patient.